Manufacturer narrative:
Verified missing segment. The universal interface (ui) liquid crystal display (lcd) printed circuit board (pcb) was replaced. The device passed testing. (B)(4).

Event description:
The customer reported that the n65 monitor was missing segments. The patient was not harmed or injured as a result of the event.